Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, d4, g3, g6, h2, h4, h6. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The device was returned for product evaluation. Per the product evaluation, multiple non-transmural perforations were observed on the outflow surfaces of leaflet 2 and on leaflet 3. Leaflet 3 also had a perforation approximately 3mm x 3mm. Multiple suture fasteners remained attached to the sewing ring around leaflets 2 and 3 and the suture fastener tails made contact with the leaflets when opened. There was also moderate tissue overgrowth. Xray also demonstrated minimal calcification on the host tissue overgrowth. Medical records were provided and as per the medical records the patient presented with fatigue. The patient underwent redo-mvr. Preoperative tee showed no aortic stenosis with moderate to severe paravalvular regurgitation most prominent from the 12 to 6 o clock position, and mild transvalvular regurgitation. Intraoperatively, upon visualization of the aortic valve, which did not show what was perceived to be pvl, but rather showed a perforation about the size of 1 cm in the cusp facing the left coronary side. This perforation was perhaps aided by the aspects of a cor-knot which existed close by. There was not any other obvious explanation for the perforation in this particular area. The 21mm 11500a was explanted and replaced with a 21mm non-edwards valve, with some cor-knots were left as to not dissect further into the muscle of the ventricle. Based on the information available, the complaint is confirmed and the most likely root cause of the event is procedural factors, including excess suture tails left during device implantation. An edwards defect has not been confirmed.

Event description:
It was reported that a 21mm 11500a valve in the aortic position was explanted after an implant duration of 2 years, 2 months due to corknot impeding on leaflet motion resulting in perforation. The explanted valve was replaced with a mechanical valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a 21mm 11500a valve in the aortic position was explanted after an implant duration of 2 years, 2 months due to corknot impeding on leaflet motion resulting in perforation. The explanted valve was replaced with a 21mm mechanical non-edwards valve. Per medical records, the patient presented with fatigue. The patient underwent redo-mvr. Preoperative tee showed no aortic stenosis with moderate to severe paravalvular regurgitation most prominent from the 12 to 6 o clock position, and mild transvalvular regurgitation. Intraoperatively, upon visualization of the aortic valve, which did not show what was perceived to be pvl, but rather showed a perforation about the size of 1 cm in the cusp facing the left coronary side. This perforation was perhaps aided by the aspects of a cor-knot which existed close by. There was not any other obvious explanation for the perforation in this particular area. The 21mm 11500a was explanted and replaced with a 21mm non-edwards valve, with some cor-knots were left as to not dissect further into the muscle of the ventricle. The patient was transferred to ICU in good condition. Per product evaluation, multiple non-transmural perforations were observed on the outflow surfaces of leaflet 2 and on leaflet 3. Leaflet 3 also had a perforation approximately 3mm x 3mm. Multiple suture fasteners remained attached to the sewing ring around leaflets 2 and 3 and the suture fastener tails made contact with the leaflets when opened. There was also moderate tissue overgrowth. Xray also demonstrated minimal calcification on the host tissue overgrowth.

Manufacturer narrative:
H3: evaluation summary: as received, multiple non-transmural perforations were observed on the outflow surfaces of leaflet 2 and on leaflet 3. Leaflet 3 also had a perforation approximately 3mm x 3mm. The perforations were all beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Multiple suture fasteners remained attached to the sewing ring around leaflets 2 and 3 and the suture fastener tails made contact with the leaflets when opened. X-ray demonstrated metal band was bent outward around leaflet 3 and exposed the band around leaflet 3 on the inflow aspect. X-ray also demonstrated the cocr band remained intact and the vfit cocr alloy band was not expanded. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 8mm on leaflet 3 at the inflow aspect. Host tissue overgrowth on the stent circumference was moderate at the inflow aspect and minimal at the outflow. X-ray also demonstrated minimal calcification on the host tissue overgrowth at the inflow stent circumference around commissure 2. Wireform was exposed on commissure 3. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.